Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 49 and 71 hours. The pod reportedly detached from the leg, causing the cannula to dislodge. As treatment, a new pod was placed.